Event description:
(B)(4). It I was cramping , metal taste in my mouth , inflammation everywhere, caused stage one cervical cancer , hair thinned and falling out, leg cramps , gums swelling , and 45 other side effects . Had a full hysterectomy and everything is going back to normal ect I have (B)(6) now due to leep I had done for the cervical cancer .